Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ 3 needles came with a mix of product types in a pack. This was discovered before use. The following information was provided by the initial reporter: while receiving an order from your batch of your item, 1 box was found with another needle. This is the only box found in this batch. The batch is now completely used up by us. Because the difference in color (orange compared to normal green) stands out, the impact is minimal. We would like to receive an explanation of how it is possible that another material has been packed.

Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo of what was suppose to be catalog 304432 lot 190609 to investigate for this record. Visual examination of the photo clearly shows a box of the bd microlance with the ref 300400 lot 190603. As a result, bd was able to verify the reported issue. Review of the device history review of lot 190603 shows that this lot was manufactured from the 31may to 03jun2019 in the same machine than that of lot 190609. Bd has concluded that the reported issue occurred due to the failure of good manufacturing practices considering the operator did not perform a proper line clearance of the machine.

Event description:
It was reported that bd microlance¿ 3 needles came with a mix of product types in a pack. This was discovered before use. The following information was provided by the initial reporter: while receiving an order from your batch of your item, 1 box was found with another needle. This is the only box found in this batch. The batch is now completely used up by us. Because the difference in color (orange compared to normal green) stands out, the impact is minimal. We would like to receive an explanation of how it is possible that another material has been packed.